Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The volume of the leak was 1 tablespoon and was contained within the instrument. The instrument was also generating aspiration errors. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing a lab coat, face shield, and gloves when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a hole on the tubing at the backwash solenoid bank due to the cover hit the fitting on removal which caused a leak and the error messages. He trimmed and reconnected the tubing which fixed the leak. The repairs were verified per established procedures. (B)(4).